Event description:
On (B)(6) 2024, a patient underwent spinal surgery utilizing seaspine's reef ta transforaminal lumbar interbody system. During the procedure, both inserters would not hold the cage rigidly and could not be used. This resulted in a 30-45 delay to obtain a competitor system to complete the procedure. The reported noted patient impact as increased anesthesia time.two inserters were returned; this report is for lot tt0212br1.

Manufacturer narrative:
The inserter was returned and evaluated by product engineers. The distal claws were observed to be offset, preventing it from properly gripping the implant. A definitive root cause for the damage could not be determined. Intraoperative warnings breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.